Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. The pentaray nav high-density mapping eco catheter after being out of the body for some time it was not able to irrigate. The physician tried to flush the catheter and was unable to do it. The catheter may have a clot and no longer flush. The physician did not require the catheter to be replaced. There was no patient consequence reported. Additional information was provided in the event. During this case, they believed there could have been a clot in the pentaray nav high-density mapping eco catheter. The physician used the pentaray nav high-density mapping eco catheter with no irrigation issues, then had it outside the body while ablating, then when he went to put the catheter back in the body he noticed it was not irrigating; therefore, they assumed a clot could have possibly been blocking it. He did not reinsert the pentaray nav high-density mapping eco catheter. The device evaluation was completed on 06-oct-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and patency test evaluation of the returned device. Visual analysis of the returned product revealed that no damage or anomalies were observed on the pentaray® catheter: no thrombus clot was observed. The product was found working correctly. The patency test was performed and no issues were observed. A manufacturing record evaluation was performed for the finished product batch number, and no internal actions were identified. As part of bwi¿s quality process all products are manufactured, inspected, and released to approved specifications. The (IFU) instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. The event described could not be confirmed as the as the product performed without any issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and a clot issue occurred. The pentaray nav high-density mapping eco catheter after being out of the body for some time it was not able to irrigate. The physician tried to flush the catheter and was unable to do it. The catheter may have a clot and no longer flush. The physician did not require the catheter to be replaced. There was no patient consequence reported. Additional information was provided in the event. During this case, they believed there could have been a clot in the pentaray nav high-density mapping eco catheter. The physician used the pentaray nav high-density mapping eco catheter with no irrigation issues, then had it outside the body while ablating, then when he went to put the catheter back in the body he noticed it was not irrigating; therefore, they assumed a clot could have possibly been blocking it. He did not reinsert the pentaray nav high-density mapping eco catheter. The irrigation issue was assessed as not MDR reportable. No irrigation was highly detectable by the physician. The most likely consequence was an intraprocedural delay the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The clot issue was assessed as MDR reportable.